Event description:
It was reported that a minicap sponge did not have enough iodine. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: manufacturing date: 08/21/2014 - 08/29/2014. The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the product was found to meet product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A companion sample has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.